Event description:
During a coronary stent procedure of a lesion in the lad, the physician experienced crossing difficulties. The physician had chosed to direct stent the lesion in the lad. He was able to advance the express2 stent to the lad, but was unable to cross the lesion. Upon removal, damage to the stent was noted. No pt injuries or complications were reported.